Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert, the lead displayed noise and there was over-sensing. It was also reported the over-sensing resulted in pauses and the patient experienced "light headed" symptoms. The lead was capped, replaced, and the patient was downgraded to an implantable pulse generator system. No further patient complications have been reported as a result of this event.